Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, implanted: (B)(6) 2019, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. Evaluation code method, evaluation code-result and evaluation code-conclusion codes apply only to product 3057 lead, lot#: unknown. Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urgency frequency and fecal incontinence. It was reported by a basic evaluation patient that their bottom had been sore. On (B)(6) 2019, the patient stated their programmer was giving them a #nlmxxxxx error that stated that it was unable to connect to the device. That same day the patient reported they had the device removed that day as the leads had broken. There were no further complications reported/anticipated.